Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
It was reported that a patient was undergoing placement of a mpis micropuncture catheter for an unspecified indication. The physician reportedly gained access (not specified) but was not able to advance the wire through the needle. The physician withdrew the wire and observed that the tip of the wire came off. The tip remains within the unspecified soft tissue of the patient; no fragment is retained within the vascular system. The patient is reported as "fine."

Manufacturer narrative:
Investigation - evaluation a review of the quality control data, and a visual inspection of the returned device was conducted during the investigation. The lot number or product identifier was not supplied; thus, a review of the device history record, nonconformance history, complaint query, and manufacturing procedures could not be conducted. One used micropuncture access set was returned. Only the wire guide from the set was returned. The distal weld is attached to the coil wire but not the core wire. The core is exposed 3.1 cm. The coil is elongated at 7 mm from the distal end. The total length of the wire is 34.3 cm. The core is exposed at 36.0 cm from the proximal end. The core is 38.8 cm long. Based on the information provided, and the results of our investigation, a definitive root cause could not be determined. Per the quality engineering risk assessment, no further action is required. Monitoring will continue to be performed for similar complaints.